Event description:
It was reported that the ventilator stopped and the display froze without alarm. Manual ventilation was reported not available. There was no injury reported.

Manufacturer narrative:
The affected components were returned for investigation. The results will be reported in a separate f/u report.